Event description:
Asr revision - acetabular component has unestablished after surgery.

Event description:
The reason for the revision was alval/soft tissue reaction.

Manufacturer narrative:
No 510k # submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Right, xl.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
(B)(4) reports: asr revision- acetabular component has unstablised after surgery. Please note that this is the same issue as the customer with (B)(4).: event happened after surgery. Acetabular component (cups) has been unstabilised after surgery - hip revision after the primary surgery. We marked that this might be adverse event. Full dob of patient not given just year of birth. The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.